Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported nurses have had issues with kinking and/or twisted at the hub of the catheter. No specific event information was provided.

Event description:
It was reported nurses have had issues with kinking and/or twisted at the hub of the catheter. No specific event information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records.¿ based on a review of this information, the following was concluded: the complaint of kinking or twisting of the catheter was confirmed. One representative sample was returned for investigation. The sample was a 20g x 10cm powerglide midline catheter. The tubing was kinked just distal to the pink strain relief sleeve. The wall thickness of the catheter was within specification. The kinking may have been attributable to the securement method, location of the insertion site, and patient movement. No damage associated with the manufacturing process was observed on the returned sample. H3 other text : evaluation findings are in section h.11.